Event description:
A customer reported an error message "replace sensor scan again in 10 minutes" while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced sweating and had a loss of consciousness. The customer was provided orange juice and cake by a non-hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.